Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that about 20% of the hammer handle had pieces broken off. There was no patient involvement the issue was found during an inventory check. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the two service history reviews reported the following: the customer reported the handle was broken. The item is not repairable. The cause of the issue is unknown. No service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. The visual inspection of the returned device performed as part of the product investigation reported the one part # 399.420 was received with a broken handle. A portion (approx. 20%) of the handle of the hammer is broken off and was not returned. The hammer head has numerous dents, scratches, and gouges from repeated use. The returned device shows significant use during its 11.5 year lifespan. The hammer head has numerous dents and gouges from repeated use. A portion (approx. 20%) of the handle of the hammer is broken off and was not returned. The damage to the hammer appears to be the result of repeated use over the life of the instrument. Drawing 399_42, rev. D for the device(s) was reviewed. Three design revisions were performed following the manufacturing of this device. These revisions were to add additional laser marking as well as to change the material of the shaft and hammer head. Changes did not impact the handle. The design is adequate for its intended use and did not contribute to this complaint condition. The returned instrument(s) are used during numerous procedures, including femoral and tibial nail implantations and proper use and maintenance are addressed in technique guides j3900-I and j9516-c. The returned device is multi use and can be used for inserting the nails into the im canal. The complaint condition was caused by wear over the life of the instrument, rather than the design of the instrument. This complaint condition is possibly a result of accumulated wear over the life of the instrument, and not the device's design. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.